Event description:
It was reported that the 9800 system had a fast stop error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, x-ray controller board, and battery were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.